Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module manifold needs replaced to address the issue.